Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 951 and ketones that were identified as dangerous by a healthcare professional; cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address bg. The customer was released 2 days later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.